Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the no foam solution was leaking in the hydro area due to a broken y-connector. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched and cleaned up the spill and replaced the y connector. The fse also checked all the fittings and primed the system. The system is now working under operable conditions.